Event description:
The device was in a power-on-reset condition. No specific code was displayed. The pt was able to clear the condition with the pt programmer the previous thursday. When checking the device with the clinician programmer, there was no data available of device usage. It was also noted that the pt also did not have therapeutic effect and that the event/symptoms occurred while she was at work using her computer. Further info is being requested at this time.

Manufacturer narrative:
(B) (4). Late MDR is due to implementation of process improvement.